Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not go into artery over the wire. A new angio-seal device was used and went in the artery fine. The procedure outcome was successful. The patient was in fine condition. Additional information was received february 7, 2019: the procedure performed was a leg case using a 6f procedural sheath. There was a pre-deployment angiogram performed. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.